Event description:
It was reported that after changing infusion supplies, the user experienced rising blood glucose while using the ilet with a dexcom g7 and a steel infusion set; fingerstick and sensor values were elevated, and troubleshooting included changing the infusion site, performing a fingerstick, and entering the measured glucose into the ilet, with the highest reported glucose at 245 mg/dl and no symptoms reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.